Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6)-2008: the patient underwent MRI of the lumbar spine. It revealed the patient is status post left hemilaminotomy and posterior spinal fusion at l5-s1 somewhat obscured by the hardware, but does appear to be at least moderate left neural foraminal narrowing. (B)(6)-2009: the patient presented with inflammation of his eyes worse on the left. The patient also reports left lower extremity radicular symptoms. Assessment: conjunctivitis; lumbar root injury. (B)(6)-2009: the patient presented for review of CT myelogram of the lumbar spine. The study revealed a marked bony narrowing of the l5 neuroforamina bilaterally at the l5-s1 level with possible impingement of the l5 nerve roots. (B)(6)-2009: the patient presented with minimal relief from a selective nerve root block at the l5-s1 area. (B)(6)-2009: the patient presented with continued l5 radicular pain and back pain. (B)(6)-2009 : the patient presented with a preoperative diagnosis of severe left l5 foraminal stenosis, status post previous decompression. The patient underwent the following procedures: redo left l5-s1 gill-type decompression with transforaminal lumbar interbody fusion using peek cage, rhbmp-2/acs, and cage and morselized autograft; percutaneous pedicle screw stabilization using the percutaneous pedicle screw system bilaterally at l5-s1; microscopic dissection; emg monitoring using nim-spine neuromonitor. Per the op notes, once the disc space was prepared, morselized autograft harvested from the posterior element was repacked anteriorly, and the surgeon was able to tamp in a peek cage packed with rhbmp-2/acs presoaked for over 25 minutes. A size 12 x 26 peek cage with rhbmp-2/acs was used. This was countersunk beneath the posterior vertebral line. No complications were noted. (B)(6)-2009: the patient presented for CT of the abdomen and pelvis with contrast. (B)(6)-2009 : the patient presented with numbing and tingling paresthesias and slight weakness in the left lower extremity. (B)(6)-2010: the patient presented with severe right knee pain, as well as leg cramps, left side, nocturnally. Assessment: possible medial meniscus tear. (B)(6)-2010: the patient presented with a medial meniscus tear within the right knee. The patient underwent a cortisone injection. (B)(6)-2010 : the patient presented with worsening low back pain x 4 weeks. He also reports paresthesias down the posterior left lower extremity to the foot, unrelated to his activity. The patient has diminished tendon reflex over the left achilles tendon; diminished strength of flexion and extension of the left foot, straight leg raise provokes radicular pain on the left but not the right. Assessment: lumbar root injury; (B)(6)-2010 : the patient presented for MRI of the lumbar spine. It revealed the patient was status post left hemilaminotomy and posterior spinal fusion at l5-s1 and mild dural compression at l4-5 secondary to a combination of degenerative factors, as well as prominent epidural fat and mild bilateral neural foraminal narrowing at that level. There is mild circumferential disc bulge at l3-4 and l4-5. (B)(6)-2010 : the patient presented with low back and leg pain, and peripheral neuropathy. The patient reports numbness, tingling and weakness in the left leg. Working diagnoses: lumbar degenerative disk disease; lumbar postlaminotomy syndrome; lumbar radiculopathy. (B)(6)-2010: the patient presented with left lower extremity pain. Straight leg raise produces radicular pain on the left. Assessment: lumbar root injury; umbilical hernia. (B)(6)-2010: the patient presented stating he is suffering more pain in the back since the second round of epidural steroids than prior to injections. He complains of numbness paresethesias over the medial left leg and positional shooting pains down the posterior left lower extremity, to the ankle. He believes he has weakness of his left lower extremity muscles. Exam found the patient to be tender over the lower lumbar spinous processes, extensor strength of the left foot is greatly diminished on the left foot. Straight leg raising generates radicular pain on the left, none on the right. Assessment: lumbar root injury, not responding to epidural steroids. (B)(6)-2011 : the patient presented with back pain radiating down his leg, to the top of his foot where the to of his foot is numb and tingling. MRI was reviewed and demonstrates that there is l5-s1 foraminal stenosis on the left side and also at l4-5 on the left side. (B)(6)-2011: the patient presented with sweats and fatigue, sore throat. Assessment: hypogonadism; pharyngitis. (B)(6)-2012: the patient presented having lost 16 pounds in 6 months. (B)(6)-2012: the patient presented with left lower extremity radicular pain. Straight leg raise provokes radicular pain on the left with minimal flexion and on the right after moderate flexion. Assessment: other chronic pain. (B)(6)-2012: the patient presented with lower back pain that travels into the left buttock and posterior leg down to around the knee. The patient reports weakness and numbness. The patient has difficulty sleeping.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.